Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken bipolar conductor wire. The housing was removed for inspection and the instrument was found to have both conductor wires broken from the bipolar pins. The bipolar pins we dislodged as a result. There was no thermal damage observed. The electrical continuity test was not performed due to the broken wires. Failure analysis found the secondary failure of bipolar insert dislodged to be related to the customer reported complaint. The instrument was found to have a dislodged bipolar insert. The bipolar insert was returned.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, when disconnecting the power cable that connects the maryland clamp to the high frequency generator (electric scalpel), the instrument shell became unstuck, and the internal wire became stripped and externalized. This was the first use of this clamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information regarding this event: the black cable was involved in this issue and there was complete break. Furthermore, no energy was delivered by the instrument.